Event description:
It was reported that the side of the fiber was leaking light. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was broken off and not returned. The reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Severe detritus was also observed on the fiber tip, result of burying the tip into tissue during use. It is likely that the fiber overheated and broke due to burying the tip into tissue. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation, where the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that the side of the fiber was leaking light. The procedure was completed with another device. There were no patient complications.